Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a battery out limit alarm and a blank display on the insulin pump. Customer stated that the pump shut off completely. Customer's blood glucose level was 215 mg/dl. Customer stated that the pump alarmed after a battery change. Customer stated that the screen is completely black. Customer stated that this is small cosmetic scratch on the pump. Troubleshooting was performed and the customer stated that the display not return after the customer inserted a new battery. Insulin pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.